Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to exercise a diagnostic sample from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. Although the device was not received, images from the event were reviewed and communication with the supplier confirmed that the malfunction was not caused due to a manufacturing problem but rather a handiling issue that is causing the damage to the cutter. Actions have been put in place to improve the quality control of this device. There was no patient injury as a result of this event however, we are submitting this medwatch report pursuant to 21 cfr 803- if the malfunction were to re-occur, it would be likely to cause or contribute to death or serious injury.

Event description:
It was reported by the affiliate that during a procedure, after 1-5 cuts, defects on the cutter. Some metal particles fell off during the procedure, and mixed with tissues. Procedure was completed with another device. No patient consequences reported. This incident has been documented as complaint # (B)(4).